Manufacturer narrative:
Address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink set had leaked. Methotrexate was leaking our of one of the y-sites on the tubing during use. The nurse had to draw out the medication to transfer to a new tubing and restart treatment. There was no patient injury or medical intervention indicated. No additional information is available.

Manufacturer narrative:
The device was received for evaluation inside a bag contaminated with chemotherapy solution; therefore, the device could not be evaluated. The reported issue could neither be verified nor be objectively refuted. Should additional relevant information become available, a supplemental report will be submitted.